Event description:
It was reported by the sales rep in colombia that during an unspecified surgical procedure on an unknown date the 4.9 healix adv sp peek ce device anchor was threaded and everything flowed normally but when the positioner was removed the sutures were cut out and the previously made stitches were lost. Fortunately with the help of the suture that brings the same solution could be given. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D4: h4: the date of manufacture and serial number were unknown UDI: (B)(4).